Event description:
It was reported that 2 xience stents were implanted; on (B)(6) 2008; 1 in the mid-left anterior descending (lad) artery and a second in the proximal lad artery. Approximately 2 years later, in 2010, the patient was admitted to the hospital and underwent a percutaneous coronary intervention in the index target vessel. No additional information was provided.

Manufacturer narrative:
(B)(4). Ischemia is a known adverse event as listed in the xience v everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, additional information indicates that the patient had a positive stress test for lateral ischemia on (B)(6) 2010 during pre-operative testing for a liver transplant. The index lesions in the proximal and mid left anterior descending arteries (lad) were patent. The patient underwent successful percutaneous coronary intervention without stents in the non-target lesion in the distal lad, the first diagonal artery, and the left circumflex high lateral coronary artery. The condition resolved on (B)(6) 2010.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - no pre-dilatation/indication for use. The date of event is estimated. There was no reported product deficiency and the product was not returned. Restenosis is a known adverse event as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported the lesion was not pre-dilated prior to implanting the xience v stent and the xience v was used to treat in-stent restenosis of another stent. It should be noted the IFU states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. It does not appear that the failure to pre-dilate the lesion contributed to the reported patient effects. The IFU also states: the xience v everolimus-eluting coronary stent system (xience stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Safety and effectiveness of the xience stent have not been established for subject populations with in-stent restenosis. It is unlikely that the use of the xience stent to treat in-stent restenosis contributed to the reported patient effects. However, it does not appear that the incorrect use of the xience v stent contributed to the reported patient effects.